Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient stated his inflatable penile prosthesis felt significantly shorter compared to his previous device, reporting a loss of 2 inches in length and half an inch in girth. However, the patient service specialist confirmed that the corporal measurements, cylinder size, and device type were the same in both procedures. The patient also reported a sensation of the device slipping or disappearing into his abdomen. He stated he had not yet discussed these concerns with his physician but planned to do so, as he wishes to have the device replaced. No additional information was reported.